Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads fall off in mouth - oral-b [device breakage]. Case narrative: consumer via phone reported that the oral-b toothbrush heads fell off in his mouth. No serious injury was reported.